Manufacturer narrative:
(B)(4). Investigation summary: the analysis results showed that one ecr45d cartridge reload was returned with the pan damaged at right proximal side and several drivers out of position making the reload non-functional. This damage is consistent with an improper loading of the reload. No functional test was performed due the condition of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that staples were protruding. During the resection of pulmonary nodules, after insert in the patient, before firing, found the staples protruding, but did not fall off. Another device was used to complete the surgery. There were no adverse consequences to the patient.